Event description:
It was reported that on (B)(6) 2024, a small flexnav delivery system was selected to implant a 25mm navitor valve. During the procedure, the patient had a complex anatomy (tortuous and calcified femorals and tortuous aorta). The physician went in with a 23mm navitor valve as the annuli was borderline 23/25mm but decided to upsize to a 25mm navitor valve. The valve was successfully deployed with no issues in between the size change. Upon closure there was some vascular complications which required a femoral graft. Patient was stable after intervention.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of vascular dissection was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, post-implant, it was noted vascular complications which required a femoral graft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other information was received. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.